Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised seat is starting to rip and right armpad is starting to rip.